Event description:
The customer stated there was a barcode misread while using the accelerator aps input/output module by inpeco system which is connected to the architect i2000sr analyzer. The customer indicated that the laboratory automation system (las) transmitted sample ID (B)(6) for the results generated, instead of the correct sample ID ((B)(6)). The customer states that the architect i2000sr analyzer correctly generated error code 8275 (sample presentation error) for this issue. No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
No consequences or impact to patient; (B)(4). Computer software issue; (B)(4). Further investigation of the customer issue included a review of the complaint text, a review of the instrument log, a search for similar complaints, and a review of labeling. Investigations have shown a deficiency of the architect system exists in that messages are not processed, but not within the expected time period. The software should be changed to recalculate the time period measured. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. Inpeco will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. Architect system software will be updated to send samples affected by error code 8275 to exceptions. The complaint issue involves the interaction between the accelerator aps and the architect systems. The instrument logs confirmed the error code, 8275. Tracking and trending identified no adverse trends in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate.